Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Dka [diabetic ketoacidosis]. Problem with flexpen (faulty pen) [device issue]. Unspecified problem with novotwist 5 mm needle (32g) [device issue]. Case description: this serious spontaneous case from the (B)(6) was reported by a diabetes nurse specialist as "dka", "problem with flexpen (faulty pen)" and problem with novotwist 5 mm needle (32g)" all events beginning on (B)(6) 2016 and concerned a (B)(6) male patient who was treated with suspect product levemir flexpen (insulin detemir) from (B)(6) 2013 and exposed to suspect device novotwist 5 mm (32g) (novotwist) from unknown start date and ongoing due to "type 1 diabetes mellitus". (B)(4). Medical history included type 1 diabetes mellitus. On (B)(6) 2016, glycosylated haemoglobin was 63mmol/l. Concomitant medications included - novorapid(insulin aspart) solution for injection, levemir(insulin detemir) solution for injection. Treatment medications included - insulin(insulin). On (B)(6) 2016, the patient took the last dose of suspected product prior to the event. On (B)(6) 2016 was reported as onset of all events. The diabetic ketoacidosis started following a problem with their insulin device flexpen (faulty pen). Blood glucose was reported as "high". At 17:47, c-reactive protein was < 3. On same day the patient was hospitalised. The treatment according to the dka protocol and treatment with intravenous fluids and insulin was given. It was reported that patient had problem with novo twist needle, however further details were unknown. The patient did not inject into a skin area with lumps. It was reported that the patient experienced a high increase in insulin requirement over a short period of time. Lack of efficacy was not suspected. The patient did not reuse needles. In addition, the patient did not leave the needle attached to the pen in between injections. It was unknown whether the needle was broken or bent. On (B)(6) 2016, the patient was discharged from hospital. Action taken to levemir flexpen was reported as no change. Action taken to novo twist 5mm needle (32g) needle was not reported. On (B)(6) 2016 the outcome for the event "dka" was recovered. On (B)(6) 2016 the outcome for the event "problem with flexpen (faulty pen)" was recovered. On (B)(6) 2016 the outcome for the event "unspecified problem with novotwist 5 mm needle (32g)" was recovered. On (B)(6) 2016 this case has been upgraded from serious drug case to serious device case. Reporter comment: the most likely cause of the event was believed to be due to faulty pen.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Case description: investigational results: levemir flexpen 3 ml: batch number: (B)(4), a batch trend report has been created. Nothing abnormal was found. The product was not returned for examination. Novotwist 5mm (32g): batch number: (B)(4), a batch trend report has been created. Nothing abnormal was found. The product was not returned for examination. Since last submission the case has been updated with following: investigational result, manufacturer's final comment. Narrative updated accordingly. Manufacturer's final comment: on 20-apr-2016: common risk factors for development of diabetic ketoacidosis (dka) include frequently miss insulin doses and concomitant illnesses such as infection. Dka is a listed event for diabetes patients according to novo nordisk standard procedure. The suspected needle and the flexpen have not been returned to novo nordisk a/s for investigation and a batch trend report of the affected batch of the suspected products showed nothing abnormal. As only limited information regarding the handling of needle and flexpen is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus (B)(4). Evaluation summary: name: levemir flexpen 3 ml, batch number: (B)(4). A batch trend report has been created. Nothing abnormal was found. The product was not returned for examination. If possible, please forward the sample(s) in question for further investigations. Name: novotwist 5mm (32g), batch number: (B)(4) a batch trend report has been created. Nothing abnormal was found. The product was not returned for examination. If possible, please forward the sample(s) in question for further investigations.